Event description:
Pt reports he needs belt to charge device. Pss order / leave vm for repair. A problem was reported. Caller reports a broken recharger belt. Pt reports that plastic part on belt broke and it dug into his skin. Caller reports a broken recharger belt. Pt reports receiving a new belt but it was damaged in shipping. Pt reports his ins is "completely dead." Pt reports he last felt stim (B)(6) 2013 and last recharged (B)(6) 2013. Pt reports he needs to recharge everyday "because it draws that much energy." Pss recommended ace bandage and adhesive discs until recharging belts are back in stock. Pt reports he has tried the ace bandage but the little piece still pokes in his skin. It was reported that the patient last felt stimulation they day that they had a fall. Additional information received reported that the patient was still having concerns regarding his device or therapy but was working with his doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6) 2013. It was reported that the patient had several different people program the device.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(4) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID a01411002, product type recharger; product ID a01411002, product type recharger. (B)(4).